Manufacturer narrative:
A product correction letter was issued on 07mar2019 to all alinity I and alinity c customers notifying them of the software and hardware issues on the alinity ci-series system. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their alinity ci-series to software version 2.6.0 to resolve each of the identified issues and provide customers necessary actions until the mandatory upgrade is completed. Correction/removal number: 3002809144-03/14/19-002-c.

Event description:
The customer was contacted regarding product correction fa07mar2019. The site randomly selected 3 of the troponin results provided on the addendum: all initial results were <1.5pg/ml; pid (B)(6) repeat = 1100 pg/ml; pid (B)(6) repeat = 46.8 pg/ml; pid (B)(6) = prior result = 111 pg/ml; the patient was released, then readmitted, a new sample was measured with a result of 28 pg/ml (customer's diagnostic cutoff is <16pg/ml); three additional samples retested: sid (B)(6) repeat = 32.2 pg/ml; sid (B)(6) repeat = 27.3 pg/ml; sid (B)(6) repeat = 5696.1 pg/ml. There was no reported impact to patient management.